Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of this malfunction and continued using the current pump with the option of mdi if needed. Technical support assisted in resetting the pump and arranged for a replacement pump to be sent, which included updated software. They also provided the customer with necessary instructions for storage mode and the return process for the faulty pump, with the customer acknowledging and understanding the steps involved.